Event description:
Firm was unable to directly confirm the report without the implicated filters. A review of the mfg history was not possible since the implicated lot number was not provided to firm. Firm has had a small number of similar reports of leakage at the eld96p tubing to housing junction as well as cracking on the filter inlet port. Firm believes this may be related to the effects of taxol on the plastic of the filter housing. Firm suggested using a different model of a pall eld96 filter, using standard pvc tubing. In the american journal of hosp pharmacy article, lawrence a. Trissel, fashp, et. Al., of the univ of tx m.d. Anderson cancer ctr in houston, it was reported that the standard pvc tubing in 3 models of pall eld filters was comparable to the non-vinyl tubing in the eld96p model. This would afford the option of an injection site if such is your preference. The housing of these models have not demonstrated reactivity with taxol.